Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked at top surface. Battery door was cracked at mounting holes. 1) clutches slipped as pressure increased in syringe during occlusion. 2) could not duplicate "system failure: primary audible alarm bgnd test" error during power-on self test. Error history log review found 1) "check clutch / plunger lever" error found in device's ehl. 2) "system failure: primary audible alarm bgnd test" error. The root cause of the reported issue was found to be the clutches and lead screw old and normally worn . Actions were taken to mitigate the reported issue: replaced lead screw, clutch spring, and clutch halves due to old worn parts. Replaced primary speaker and interconnect for preventive purposes. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the was problem with plunger and main board. No patient injury was reported.